Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the device was reprogrammed. Upon interrogation after the reprogramming there were twelve ventricular high rates noted. When trying to interrogate the specific episodes an "invalid data received from pacemaker. Graph/data cannot be received" message occurred. The device remains in use. No patient complications have been reported as a result of this event.